Manufacturer narrative:
Siemens healthcare diagnostic's investigation determined that the advia 2120 with dual aspirate autosampler instrument was performing as expected. A few days before the incident, the customer worked with the technical service group to set up the run screens and customer parameters after their computer was replaced. During a follow up call, the customer mentioned that the white blood cell (wbc) counts were being corrected for nucleated red blood cells (nrbcs). The siemens representative instructed the customer to go to the morphology screen and uncheck the nrbc box. However, the customer indicated that it did not work. The siemens representative visited the customer site and found that the customer tried to uncheck the nrbc box again and the instrument was then working properly. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Customer reported a discordant low white blood cell (wbc) result that was obtained on the advia 2120 with dual aspirate autosampler instrument. The result was flagged for nucleated red blood cells (nrbc) and the instrument corrected the wbc result. Upon repeat, the discordant low wbc result was not questioned by the physician. A corrected report was issued to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant low wbc result.